Manufacturer narrative:
Device evaluation summary: during evaluation of the sample an area of missing material and a tear were noted in the anterior view, measuring approximately 0.1 cm x 0.4 cm and 0.3 cm respectively. Microscopic examination was performed in the area of missed material and no evidence of instrument damage was observed, however in the edges of the tear revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A manufacturing record evaluation (mre) was performed for the finished device number 7596665, and no non-conformance's related to the reported complaint were identified. Manufacturing date: 2019-01-31. Sterilization expiration date: 2024-01-3. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. (B)(4). Exemption #e2007003.

Event description:
It was reported that prior to a breast augmentation, a smooth round moderate plus profile 325cc memorygel breast implant was received ruptured preoperatively. Before surgery, the physician detected one small hole with silicone leakage. As a result, the product was never implanted on (B)(6) 2019. The product was returned for observation on (B)(6) 2019.